Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure, ischemic cardiomyopathy, coronary heart disease, renal failure and urosepsis.

Manufacturer narrative:
A partial lead was returned in one piece measuring 12.1 cm. The portion of the lead that was returned was otherwise normal.